Event description:
It has been reported to philips to review iscv (intellispace cardiovascular) application servers running chrome for vulnerability. Customer reported that cybersecurity experts have reported a critical vulnerability in the google chrome browser. Philips has started an investigation of this complaint.